Event description:
It was reported that the charger for the ilet device would not power on despite the user trying three different outlets and confirming the cord was fully inserted, and troubleshooting and education were completed with no alerts or alarms observed. Symptoms included no adverse clinical effects. Outcomes included no impact to health, hospitalization, or medical intervention. Investigation included user troubleshooting over the phone and verification of power source and connections. Investigation of this case revealed a failure to charge consistent with a suspected charger malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely a defective external power supply component.